Manufacturer narrative:
Concomitant medical product: 1488t lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was underdetecting ventricular tachycardia (vt) because the zone was not programmed on. It appears that the physician thought vt detections were turned on, however they were not and they though the device was showing vt therapy. No patient injury due to this device issue. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.